Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), ilio-femoral access vessel size and morphology (e.g., minimal thrombus, calcium and / or tortuosity) should be adequate to accommodate the required introducer sheath diameters (table 67) using appropriate vascular access techniques (including surgical conduit, if needed). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent open surgical repair of a thoracic aortic aneurysm at the arch using a vascular graft. On (B)(6) 2014, a leak into the aneurysm sac was identified, and the patient underwent an emergency endovascular repair using two conformable gore® tag® thoracic endoprostheses to treat the leakage. It was reported the patient¿s access vessels were severely tortuous on both sides. Dsl2228j was inserted from the right side with strong resistance. When the dilator was withdrawn, the sheath got kinked. The physician reportedly inserted the delivery catheter of tgu313120 into the sheath and deployed the device at the intended position. When the delivery catheter of tgu313120 was withdrawn from in the patient, the catheter got stuck in the sheath. It was reported that the physician pulled the catheter by force and the olive of the catheter got completely separated from the rest of the catheter and remained in the patient. The physician did not recognized that the olive remained in the patient and went on with the procedure and deployed the second device. During the touch-up ballooning of the second device, the physician recognized the olive remained in the patient. A snare catheter was used to retrieve the olive from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure.